Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a pump was programmed to infuse 100ml of lipids at 0.2ml/h; when the rn hung a new bag she changed the rate to 0.3ml/h. It was noted a couple of days later that the patient¿s triglyceride level was elevated from 138 to 2368. The lipid infusion was stopped and no other medical intervention was given to the patient. A few days later the patient died of unknown causes. The customer does not allege a device malfunction caused or contributed to the patient¿s demise; they do not believe there was an over infusion of lipids, however because the patient¿s triglyceride level increased significantly while getting IV lipids they want to confirm that there was no issue with the device function or programming.

Manufacturer narrative:
Concomitant medical devices: spm tubing; td (B)(6) 2016. The customer¿s experience of elevated triglycerides during a lipid infusion possibly being related to a device or programming issue was not confirmed. The pcu event log showed that at 9:26 pm on (B)(6) 2016 the device was programmed to infuse fat emulsion 20% 20gram in 100ml at 0.2ml/hr. At 4:04 pm on (B)(6) 2016, the rate was changed to 0.3ml/hr. The infusion continued at this rate until 2:36 pm on (B)(6) 2016 when the device was channeled off. The total volume recorded as being infused during this period was 10.739ml with 6.763ml delivered at 0.3ml/hr. The pump module was not returned for investigation. The root cause of the elevated triglycerides was not identified. The customer does not allege any programming error or device malfunction.